Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right internal carotid artery c6 segment with a max diameter of 6 mm and a 4 mm neck diameter. Landing zone: distal: 4m and proximal: 4.2 mm. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet treatment was administered. The pru level was normal. The angiographic result post procedure showed an aneurysm. It was reported that after opening the package, hydrating it, and pushing it into the microcatheter, it was found that the tip could not be opened. Even after multiple attempts, it still couldn't be opened. Withdrew it from the body and replaced the stent to complete the procedure. The pipeline was not used for an indication the is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
H3: product analysis of ped-425-18, lotno:b629485 ¿ as found condition: the pipeline flex embolization device was returned for analysis within a shipping box, a plastic pouch, and a dispenser coil. ¿ damage location details: no bends or kinks were found with the pipeline flex pusher. However, the pusher distal hypotube was found stretched with the shrink tubing pulled back from the proximal bumper. The pusher resheathing pad was found in good condition. The pipeline flex distal core wire was found broken at ~5.0cm from the proximal bumper. The pusher sleeves and tip coil were not returned. The pipeline flex braid was returned detached from the pusher; therefore, the proximal and distal ends could not be identified. Both ends of the pipeline flex braid were found open, but damaged (frayed). ¿ testing/analysis: the broken pipeline flex pusher distal core wire was sent out for sem failure analysis. Per the sem report, the broken end failed via torsional overload. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete to open at distal¿ report could not be confirmed. The returned pipeline flex braid was found open. Possible causes of ¿failure/incomplete open distal¿ include patient vessel tortuosity, damaged braid, or deploying the braid in a vessel bend. It is possible that the braid damage (fraying) contributed to the reported event. However, the cause could not be determined. Regarding the broken pipeline flex pusher, as the wire failed due to torsional overload it is likely over-manipulation contributed to the break/separation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the pipeline had not been placed in a vessel bend when it failed to open. The device was pushed and swung many times and still couldn't open.